Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had the pulley joint broken. No fragments have fallen into the patient. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and returned product did not exhibit the event described in the complaint. The instrument passed external und internal inspections. The instrument passed manual articulations test. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end.